Event description:
A physician attempted to place a graftmaster in the mid left anterior descending coronary artery (lad). When the physician was delivering the device the stent graft came off the catheter. He was able to withdraw it from the patient, however, the bleeding was stopped by compression. Reportedly, the patient's vessel was 90% stenosed with moderate calcification. Two weeks later, the patient experienced cardiac arrhythmia and died.

Manufacturer narrative:
The device was received. Investigation is not complete.